Event description:
Analysis was completed on the explanted generator on (B)(6) 2015. The device performed according to functional specifications. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found.

Manufacturer narrative:
.

Event description:
It was reported that high impedance was identified through system diagnostics during generator replacement surgery. The physician was able to visualize bubbles in the lead, and decided to replace the lead. Once the lead was replaced, the high impedance resolved. The device was discarded at the explanting facility.